Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Label review was not performed no user error was suspected. Complaints trend was assessed in complaint trend investigation (B)(4) and is shown be stable. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) recycle power to clear alarms and explained alarms. The hp would discard supplies. The hp did not find an obvious cause of alarm. The hp would call their registered nurse (rn) regarding air detect alarm and being connected. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.